Event description:
It was reported that the customer had high blood glucose of 461 mg/dl. Caller stated that the customer went to school nurse and nurse gave him plenty of water and a correction bolus with the insulin pump. Caller stated that the infusion set cannula was kinked when it was removed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.